Manufacturer narrative:
The fse decontaminated the analyzer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter questioned high results for multiple patients tested for elecsys ft4 iii (ft4 iii) on a cobas e 801 module between (B)(6)2019 and (B)(6)2019. The customer provided discrepant results for 6 patient samples. The erroneous results were reported outside of the laboratory where physicians questioned them. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The ft4 iii reagent lot number was 380330. The expiration date was not provided. On 19-mar-2019 the field service engineer (fse) visited the customer site where variations were observed when performing qc on multiple tests. The fse rinsed the procell syringe.